Event description:
The facility representative reported a pump that failed to alarm upstream occlusion during biomed testing. No pt injury or medical intervention was reported. Although baxter attempted to obtain info, details were not available regarding additional contact info. The device was sent to baxter for repair and/or refurbishment.

Manufacturer narrative:
The reported condition of failure to alarm was not confirmed. The pump was tested using the customer's configuration and default configuration. The upstream occlusion alarm functioned properly. The device was re-calibrated and tested per procedure. The device was returned to the customer on january 25, 2008. The manufacturing facility has been notified of this occurrence through baxter's complaint management system. The manufacturing facility will continue to monitor similar reports for possible trends.